Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the channel fell off and hit patient on right side of head. No redness, bleeding or swelling noted. There was patient involvement, but the outcome is unknown.

Event description:
It was reported by the customer that the channel fell off and hit patient on right side of head. CT brain ordered. No redness, bleeding or swelling noted. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had pump fell off pcu and hit patient was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.